Manufacturer narrative:
Block e1: the healthcare facility name is (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of a stent's partial deployment.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted in the bronchus intermedius during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous prior to stent placement. During the procedure, the physician attempted to deploy the stent by pulling the suture with excessive force, but the stent could not be deployed. The stent was then removed from the patient, and the first two sutures were manually unraveled. The partially deployed stent was put back into the patient to attempt full deployment, but it could still not be deployed using excessive force. A non-boston scientific stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the first two sutures were manually unraveled and the stent was put back inside the patient to attempt full deployment. Per the instructions for use (IFU), "warning: do not attempt to reload a deployed or partially deployed stent." The user did not follow the steps of the IFU.